Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) triggered a red call doctor icon, related to important information not being able to be transferred to the monitoring system. The ICD remains in service. No adverse patient effects were reported.